Event description:
The reporter indicated that high thresholds and intermittent loss of ventricular capture were observed. The physician plans to check and reposition the lead. Acute thresholds were also seen within one month of implantation.